Event description:
A cardiologist ordered a muga scan on a hosp pt who was receiving a dobutrex infusion. The radiology tech injected the x-ray dye into the pt's IV line (which had dobutrex in it), and then removed the line from the pump and allowed the dobutrex to run in rapidly to "flush the dye out of the line." About 100 ml of dobutrex was infused over a short period of time. This incident apparently happened in the pt's room. The pt complained of not feeling well, and had a heart rate of about 160, but recovered with no apparent long-term effects. In this case the problem was not lack of familiarity with the pump, but rather a lack of knowledge about the dangerous nature of cardiac medications and the potential for incompatibilities. Critical care dir immediately issued the following directives to his staff and the x-ray staff: 1) no IV solutions are to be taken off a pump without a rn present. 2) pts are not to be taken from the nursing unit without written documentation of the IV status, including the volume remaining in the bag. 3) no dye may be injected in ICU or stepdown unit without prior notification of the pt's rn. Hosp is working on a long-term plan, including the following steps: 1) developing a compatibility chart for common IV drugs and x-ray dyes. 2) presenting an inservice to the x-ray staff. 3) developing a policy which will make the 3 steps implemented by the critical care dir hosp policy.